Event description:
It was reported that the patient suffered an episode of syncope and fell and hit her head. The cardiologist reported that this is the first episode that the patient has experienced. It was reported that the patient told the cardiologist that the device has been at very low settings for a long time. Further follow-up revealed that the cardiologist did not have the patient's current diagnostic testing on the vns. The cardiologist reported that the syncope is probably not related to vns. No intervention have been performed and no causal or contributory programming changes, medication changes, or other external factors preceded the onset of the syncope.